Event description:
Boston scientific received information that explantation of the device and leads because the call point was infected under the skin sample in the box (clear flow). Bacteriological analysis in progress. Extraction lead and the device without problem the patient is fine explanted (B)(6) 2011 dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)